Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of metallic particles; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. . A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The MDR was originally reported as 5 day report, the corrected value should have been initial report. The manufacturer internal reference number is: (B)(4).

Event description:
An alternate knife (from different manufacturer) was used for precision.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported metallic particles in the eye during surgery at an on site visit. The particles reflect light according to the orientation of the eye and have not been removed. An alternate knife was used. Additional information is not expected. The sample was discarded. Alternate knife used to complete surgery. This one of eight reports from this facility.